Event description:
It is reported that "in 2004, I had a knee replacement revision. Beginning in 2009, I began to have problems, pains with it. After several long drives to the dr to get it checked, he discovered that the plastic meniscus had broken. It was replaced this month. It was determined that the locating pin on the plastic had broken, causing pain and sideways play in the joint."

Manufacturer narrative:
(B) (4). Evaluation summary: complaint appears to be related to an lcck articular surface. Part numbers or lot numbers were not provided. Patient details were not provided. Neither devices nor x-rays were provided. Device was in-vivo for approximately 6 yrs. With the information provided a probable cause cannot be assigned to the complaint. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.